Event description:
Additional information received via email. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection showed the device was received in with a cracked gas supply indicator cover. Functional testing confirmed the complaint when the device leaked. Root cause was attributed to the worn tubing on the gas supply indicator. A device history report (DHR) review was not completed as the issue was service related. Replaced tubing, gas supply indicator, worn tall pillar due to removal. Performed preventative maintenance (pm), functional tests, cleaned and affixed new service label. Device passed all functional tests.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had an internal leak. Patient involvement is unknown.